Event description:
The customer reported that the monitor fell due to a failure of the table mount assembly. No pt or user harm reported.

Manufacturer narrative:
(B)(4). The customer reported that the monitor fell due to a failure of the table mount assembly. No pt or user harm reported. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.